Event description:
It was reported to tyco kendall in 10/2001 on a medwatch that "while disposing of a tb syringe a needlestick occurred. The small syringe got caught (wedged) in opening, and when lifting handle it came out (pivoted) and stuck health care provider."